Event description:
Surgeon was performing a routine extension of a fusion on a pt with a previous l5-s1 fusion. When the old rod was removed, the surgeon noticed that the l5 screws had sheared off. The break on the right screw was located approximately 33 mm into the pedicle and the left screw about 20-25mm into the pedicle. The case continued as planned and the surgeon used the smallest length screw to replace the broken screws. The broken screw tips were left in the vertebral body, just below the new screw.

Manufacturer narrative:
Explanted device was examined visually and showed no non conformities. Measurements-technology assesments showed no deviations from MFR specifications. Device master records and raw materials are in specification.